Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 21-dec-2020 to ensure the replacement products resolved the initial concern. Able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Customer had initially reported complaint via voicemail. The customer is concerned with test results from results obtained of 249, 251, 317 and 269 mg/dl. The customer¿s expected fasting blood glucose test result is 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. Customer stated that she is storing the test strips in her purse and that they were not exposed to any extreme temperatures. The test strip lot manufacturer¿s expiration date is 07/24/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 28-jan-2021: d10 - h3: device available for evaluation h6: updated FDA's method, result, and conclusion codes h10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage.